Manufacturer narrative:
Device MFR dates: battery pack 2007. Battery pack 2007. Monitor - 2006. Device eval summary: device evaluations of battery packs , and monitor have been completed. The reported problem was confirmed. Battery packs were received with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received replacement battery packs and a monitor. Further investigation is currently underway into the pt's home environment and device care practices due to the non-random nature of this pt's battery failures.

Event description:
The wife of a male pt contacted lifecor customer support to report that one of the replacement battery packs, he received two days ago, is giving the "battery pack fault" led on the charger . The wife reports the monitor woke them last night prompting for the battery to be changed. When they placed that battery pack into the charger, it immediately gave the red fault led along with the fully charged green led. Support requested a data download. Support asked how much battery life was remaining on the battery pack in the monitor. When the wife looked she reported there was a "?" Displayed. Support asked her to try the suspect battery pack giving the fault in the charger. The wife reported this battery pack will not boot up the monitor at all. When the other battery was placed into the monitor, it appeared to start up fine, but still displayed the "?" In the battery indicator (but did not ask for the battery to be reinserted). This pt had a similar problem with his battery packs three days earlier. Both battery packs were replaced along with the monitor for eval.